Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult removal and tissue damage it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the patient was obese, resulting in difficult imaging throughout the procedure. An xtw clip was inserted, and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was repositioned. However, while repositioning, the clip became caught in chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that chordae were attached to the gripper. The clip was removed and replaced. One clip was successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The reported positioning failure (leaflet grasping - clip not implanted), difficult to remove (anatomy), and image resolution poor during procedure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information and return device analysis, the cause of the reported image resolution poor appears to be due to patient anatomy. The reported positioning failure is a cascading effect of the reported imaging issue. The reported difficult to remove is due procedural circumstances (repositioning of the clip). The reported tissue injury is a cascading effect of the reported difficult to remove. The reported tissue injury is listed in instructions for use (IFU) document and is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.